Manufacturer narrative:
(B)(4). Investigation summary: the defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects are listed in the "proof of repair". / external physical damages (probably from dropping) / minor damage to surface varnish / the safety test was performed according to the manufacturer's instructions with supplied replacement accessories. / missing accessories completed / 24-hour continuous test completed / functional test performed / ventilator assembly defective: replaced / electrical safety test completed / accessories checked / by built-in-test (bite) indicated fault codes analysed / display pcb replaced / functional test to test procedure completed / upgrade of ees-generator g11 "software" performed / adapter plate missing / defective - renewed / label magnetic missing - renewed / mechanically damaged bezel assembly ito renewed / earth connection loose - the fixing nut for earth ground wire has been tightened / harmonic device connector "hga" is defective - renewed the device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that when switched on the generator, the screen was striped. The procedure was completed with another generator. No patient consequence.